Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges product is defective. Caller reported the headsets would not click and connect to the infusion set tubing. Caller attempted to re-connect the tubing to the headset without success. She experienced elevated blood glucose as a result. No adverse event reported. Requested return of the alleged device for evaluation.